Manufacturer narrative:
(B)(6). An event regarding disassembly issues involving a cup impactor bolt was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned device indicates slight deformation of the threaded portion. Dimensional inspection was not performed as the reported event does not indicate an issue with the dimensions of the device. When the device was received it could not be disassembled, but once disassembled the device is fully functional. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves the impactor bolt not being able to be dislodged and a replacement cup being used. Material analysis of the returned devices indicates that a force greater than hand tightening was used to tighten the bolt to the cup. This is the reason for the inability to disassemble the blot from the cup.

Event description:
Screw in adapter for tritanium cup from new daa instrumentation could not be dislodged from cup upon insertion. Cup had to come out and replacement cup used without incident.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Screw in adapter for tritanium cup from new daa instrumentation could not be dislodged from cup upon insertion. Cup had to come out and replacement cup used without incident.